Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The turbohawk was advanced over the .014 wire to the right anterior tibial artery. The physician made two passes and then attempted to withdraw the turbohawk device through the sheath. The device got stuck at the end of the sheath. Angiographic appearance showed a loop around the distal turbohawk device. Physician tried to manipulate to retrieve without success. The physician tried to remove the turbohawk and wire together and broke the distal tip of turbohawk off in the common femoral artery. The distal tip was snared and retrieved through 9f short sheath via right groin access.

Manufacturer narrative:
A review of the manufacture records could not be conducted because the lot number was not available.(B)(4).